Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked belt clip slot and minor scratches on the display window.

Event description:
Customer reported via phone call that the buttons would not register when they pushed them. Customer states that there is a keypad anomaly. The blood glucose reading is 130 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.